Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. Discarded by user.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which a migrated set screw was removed. The patient reportedly had set screws back-out approximately 4 months post-op. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the set screw was discarded, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. It is reported that the surgeon does not use reduction instrumentation, which may have contributed to this incident, as the clamping force on the rod decreases with increased resistance to the set screw due to rod reduction without reduction instrumentation. While none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information. Discarded by user.

Event description:
On (B)(6) 2017 it was reported that a revision surgery took place in which a lateral offset connector and set screw were removed. The patient reportedly had a connector set screw back-out approximately 3 months post-op. Revision surgery took place (B)(6) 2016.